Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated they received a result that was either 3.9 inr or 8.9 inr. Customer stated it looked like segments were missing from the display. Display check was completed and no missing segments were observed. Customer stated the middle 4 of the strip code number on the display appeared to be backwards.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.